Manufacturer narrative:
MDR 3003442380-2026-89018 / initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set adhesive issue events on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use less than three hours.